Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter hmx hematology analyzer with autoloader. The instrument was giving red blood cell ¿rbc bath overflow¿ errors when the leak was noticed. The volume of the leak was about 1 ml and was contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated as a result of this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and discovered that the baths were overflowing. The fse found bloody residue that was blocking the overflow sensor. The fse cleared the sensor and the instrument ran without any leaks or errors. The repairs were verified per established procedures. The cause of the leak was bloody residue blocking the overflow sensor of the baths. However, the instrument operated as intended by generating the 'rbc bath overflow' errors, alerting the operator to an instrument problem. (B)(4).